Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, logs files has been checked and it shows several expiratory hold maneuvers and a couple of inspiratory hold maneuvers same with the trend files that clearly shows the hold was delivered and a patient effort or several occurred. The maneuvers was not displayed on the screen but the waveforms clearly show it was done. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that they cannot perform a nif (negative inspiratory force) maneuver when patient is in invasive psv (pressure support ventilation) with bellavista 1000e. The customer confirmed that there was no patient harm reported from this event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10. Result of investigation: it was determined that the root cause of the issue was a user error. User fault (not following instructions). Further training provided to user. Logs shows that @ (B)(6) 2021 between 08:08:43 and 10:34:29. Users executed several expiratory hold maneuvers and a couple of inspiratory hold maneuvers. The trend files for the same period of time it was clear to see that the hold was delivered and a patient effort or several occurred. No device failure detected. As a resolution vyaire representative (gary) visited the customer. He was able to perform the nif maneuver and provided education while on site.